Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The trunk-ipsilateral endoprosthesis was advanced from the right side and deployed within a thrombosed and reversed tapered aortic neck. Additionally, it was stated that the device was deployed lower than intended (approx. 1 cm below the lowest renal artery). Due to this, the contralateral gate of the device did not open above the aortic bifurcation as planned. Therefore the ipsilateral leg and the contralateral gate were both deployed within the right common iliac artery. Since it was not possible to move the device proximally anymore and to open the contralateral gate above the aortic bifurcation, the device was kept at the location where it was deployed. The procedure was converted to an aorto-uni-iliac (aui) procedure and a femorofemoral bypass was implanted. The patient tolerated the procedure.